Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the audio bolus button is unresponsive. The button is reportedly intact. This report is being made based on the alleged bolus button malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): testing was unable to duplicate compliant of an unresponsive audio bolus button; no defect was found.